Event description:
It was reported that multiple non-sustained lead noise episodes were observed via merlin.net transmission. The patient presented to the clinic, and noise was reproduced through isometrics, pocket manipulation, and deep breathing. Review of the egms noted low level signal on the sense amp channel. Reprogramming was made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.